Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The device passed incoming inspection and testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with the analyzer's cable connector. The analyzer was returned for service. No patient comp lications have been reported as a result of this event.